Manufacturer narrative:
The cooler heater unit was taken out of service and sent to the user facility's biomed for repair. The biomed will attempt to make the repairs to the unit himself.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow dropped after a couple seconds in all modes on the cooler heater and created alarm. As a result, an alternate device was employed. The surgical procedure was complete successfully, and there were no delays, no blood loss or no adverse consequences to the patient.